Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of 293 mg/dl. Customer stated that his insulin pump did not deliver the insulin. Customer also stated that he checked his bolus history and found that all day bolus was missing. Customer also stated that he had multiple no delivery alarms. Nothing further was reported.